Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range with multiple cartridges, causing the customer to experience a "high" blood glucose (bg) level. Customer administered a correction injection to address the elevated bg. Reportedly, the alarm did not clear from the pump and the customer reverted to an alternate method of insulin therapy.